Event description:
Related manufacturer reference numbers: 2017865-2022-01875. It was reported that the patient presented in clinic for generator changeout and lead revision due to conductor fracture. Prior to procedure, it was found to be previously noted that the left ventricular (lv) lead exhibited high capture threshold and no pacing possibly due to insulation break. The lv lead was capped and replaced on (B)(6) 2022. Cardiac perforation occurred after the replacement lv lead was sutured in place and both cardiac tamponade and pericardial effusion was noted. Pericardiocentesis was performed to resolve the perforation. Patient condition was stable.